Manufacturer narrative:
The actual date of event is unknown. Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the clinician started vasopressin at 6:30 am on channel "a". Dobutamine was started at 8:00 am on channel "b". At 3:00 pm, the clinician noticed that both channels said "a". The pcu only showed that dobutamine was infusing, which should have been on channel "b". There was patient involvement however no patient harm.

Manufacturer narrative:
Omit : b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Correction: describe event or problem, PMA / 510(k)#. Additional information: device eval by manufacturer?, imdrf annex a, b, c, d, g codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported ¿both channels said a. The pcu only showed that dobutamine was infusing¿ couldn¿t be confirmed during the review of the event logs. The handle assembly of the pcu was observed to be broken, and it was not attached to the device. The rear case was observed with impact damage on the left corner. Utilizing a black light, the logic board was inspected on all suspect devices for fluid ingress and contamination. Functional testing was performed to try to replicate the reported issue. After approximately 5 hours of infusion, the pump s/n: (B)(6) alarmed ¿channel disconnect¿, but the pump module s/n: (B)(6) did continue with the infusion iui test method was performed to determine if the iuis contributed to the channel disconnect. No channel disconnect was observed. Additional functional testing was performed to try to replicate the channel disconnect issue performed during the first testing. After approximately 48 hours of testing no alarms or malfunctions were observed. On (B)(6) 2025 at 8:51:11 pm, a review of the pump module s/n (B)(6) error log showed that error code 200.1200.0 (undefined/unexpected interrupt) was recorded. On december 30, 2024, two (2) instances of error codes were recorded, at 12:14:06 am error code 200.1060.0 (watchdog_failure) and at 2:35:53 am error code 200.1110.0 (flash_file_failure). On (B)(6) 2025, at 6:37:17 am, an infusion with the reported parameters was performed the day of the event. The profile in use was identified as ¿osf 0225 critical care adult¿. At 6:37:17 am the pump module s/n (B)(6) was added to the unit with the label a assigned, then, an infusion was programmed with a rate of 4.5ml and a vtbi (volume to be infused) of 90ml. At 7:00:00 am the pump module s/n (B)(6)was added to the unit with the label b assigned, then, an infusion was programmed with a rate of 2.25ml and a vtbi (volume to be infused) of 70ml. At 7:16 am the user powered off the pump module s/n (B)(6)with a pvi (primary volume infused) of 1.018ml at 7:58 am the pump was channel selected, and a new infusion was programmed with a rate of 10.5ml and a vtbi of 240ml. The infusion started with a pvi of 1.018ml. At 8:51 am the pump module s/n (B)(6) was removed from the unit with a pvi of 9.904ml. The pump s/n (B)(6) was reassigned to label a. Between 11:07 am to 12:00 pm the pvi of the pump s/n (B)(6) was cleared twice. At 12:03 pm the pump module s/n (B)(6) was added to the unit with the label a assigned, the pump module s/n (B)(6)was reassigned to label b. Between 1:03 pm to 3:03 pm the pvi of both pumps was cleared three (3) times. At 3:31 pm the pump module s/n (B)(6) was paused with a pvi of 4.986ml, then the pump was powered off. At, 4:58 pm the pump module s/n (B)(6) was removed, and the pump s/n (B)(6) was reassigned to label a. The pcu was powered off on (B)(6) at 12:16:59 am. No other infusions were recorded the day of the reported event. Bd alaris¿ channel error tip sheet, states, a channel error message means the device has discovered an error either in the affected channel hardware or software. Operation on the affected channel stops; other infusing channels will not be affected. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Note to repair center. Devices were opened for investigation, please re-torque all screws. Repair center should follow their normal processing of the device, looking for any incidental issues prior to returning it to the customer. Dchu will not cover the costs associated with any incidental findings or physically abused components. Root cause: the root cause of the reported ¿both channels said a. The pcu only showed that dobutamine was infusing¿ was not identified during the investigation. Channel disconnect on the pump module s/n (B)(6) was confirmed during testing, but after channel disconnect testing and several hours of infusion the events could not be replicated. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the clinician started vasopressin at 6:30 am on channel "a". Dobutamine was started at 8:00 am on channel "b". At 3:00 pm, the clinician noticed that both channels said "a". The pcu only showed that dobutamine was infusing, which should have been on channel "b". There was patient involvement however no patient harm. Additional information was received by the customer during an on-site visit by bd representative. It was reported during the night shift, both the vasopressin and dobutamine drips were initiated and set up on a patient in the ICU. At approximately 9:30 am, clinician entered the patient¿s room to initiate an epinephrine drip. Upon preparing to hang the epinephrine drip, clinician observed that although both pump modules appeared green, only one pump module was delivering medication. Upon tracing the IV lines to verify which medications were infusing, clinician noted that the right pump module displayed a green light and indicated it was running: however, no infusing was occurring from that module. It was at that time that clinician also noticed both the right and left pump modules were displaying the letter ¿a¿ rather than the expected ¿a¿ and ¿b¿, indicating something she had never seen happen before.